Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and additionally the patient alleged that there is an issue with having a constant positive air flow and clogging up despite frequent cleanings and filter replacement. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal inspection, the manufacturer observed the unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white, and tan contamination (dust-like), in the iso port (international organization of standardization.) Significant dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown white and tan contamination (dust-like), in the blower box. Black (dust-like), contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Also, black (hair-like), (inconsistent with degraded sound abatement foam) contamination in bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer confirmed the complaint particles in device. The manufacturer was not able to address the symptoms specified. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient confirmed there were no visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged that there is an issue with having a constant positive air flow and clogging up despite frequent cleaning's and filter replacement. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.